Event description:
Perilimbal injection - left eye>>right eye. Areas of limbal thickening - left eye. Pt complains of red, sore, mattery eye when wearing contact lenses. Pt reports using complete moisture plus (amo) contact lens solution. Had previous eye dr. Appointments twice for the same problem. Dose or amount: daily lenses cleaner. Date of use: 2007. Diagnosis or reason for use: eye lenses cleaner. Event abated after use stopped or dose reduced? Yes.